Event description:
This lv lead was implanted on (B)(6) 2015, and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018, stating that this lead has impedances appearing to drop in pattern. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).